Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer entered a correction factor set 1:8 and meant to have it set 1:80 due to user error. Customer experienced a blood glucose (bg) level that was displayed as ¿low¿; although a specific value was not provided. Customer drank juice and consumed carbohydrates to address low bg. Tandem technical support guided the customer through correcting the correction factor to address the event.